Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. The customers complaint of leakage could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, the root cause of this failure remains unknown.

Event description:
It was reported that the alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: complaint 1 of 2 I was informed of a hazardous medication spill from an infusion consisting of: etoposide, vincristine, daunorubicin. Medication infusion was being administered through bd primary filter tubing: ref ¿ (B)(4). This was the second instance of the aforementioned combination hazardous medication for this patient leaking from the administration tubing near the filter site.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the alaris pump module smartsite low sorbing infusion set experienced leakage. The following information was provided by the initial reporter: complaint 1 of 2. I was informed of a hazardous medication spill from an infusion consisting of: etoposide, vincristine, daunorubicin. Medication infusion was being administered through bd primary filter tubing: ref ¿ 11532269. This was the second instance of the aforementioned combination hazardous medication for this patient leaking from the administration tubing near the filter site.